Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that since their rechargeable ins had been placed, they cannot keep the tremors down. The patient reported that their tremors have worsened, and specified that they are having the most trouble on the right side of their body. The patient went on to report that they were not experiencing tremors on their left side; however, that is where they used to experience the symptoms, but not as badly as are currently on the right side of their body. The patient reported they were unable to brush their teeth or shave. The patient reported that they had one adjustment 1 week post implant. The patient also reported tremors in their hands, rigidity of body, joint aches, and jaw shakes, all of which the patient stated they hardly experienced before. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.